Event description:
Sorin group (B)(4) received a report of a gradual reduction in venous return flow, a reduction in the volume of blood within the reservoir, and air observed in the venous line traveling up to the pt's right atrium. The oxygenator was replaced and the procedure was completed without further issues. There was no repot of pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the d903 dideco avant 2 vavd phisio. This device is not distributed in the united states but it is similar to the d 903 avant 2 ph.i.s.i.o. Adult hollow fiber oxygenator with coating which is distributed in the united states under 510(k) number k033323. The incident occured in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.